Event description:
It was reported that (1) tcl10 device was used during a gastric bypass procedure. It was reported by the rep that the tlc10 fired across the stomach line. Malformation of staple had to be oversewn. There was no consequence to the pt.